Manufacturer narrative:
Field correction: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg will not communicate with external devices. The patient indicated she had not charged her device in approximately one month. Surgical intervention may be taken at a later date.